Manufacturer narrative:
According to the supplier, lot number was reviewed and no issues were found. A sample was provided by the customer and it was observed that hair was on the component . The failure mode was confirmed with the sample received. The root cause is due to manufacturing personnel as dress code was not followed and caused the contamination. An employee awareness training was performed at the plant to ensure this is an isolated incident. H3 other text : see narrative below.

Event description:
Material no.: 4461a, batch no.: 0004173982. It was reported that a hair was found in the tray before use. Per email: can you forward this quality issue to the bd rep. Or found a hair in the dry preop skin prep tray. Ech # 007202, ref# 4461a, lot # 004173982. It was attached to one of the sponge sticks. See below.

Manufacturer narrative:
(B)(4). (B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 4461a, batch no.: 0004173982. It was reported that a hair was found in the tray before use. Per email: can you forward this quality issue to the bd rep. Or found a hair in the dry preop skin prep tray. Ech # 007202, ref# 4461a, lot # 004173982. It was attached to one of the sponge sticks.